Manufacturer narrative:
The product is not available for evaluation as it remains implanted. However, a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13250473 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. This device is distributed outside the united states; however, it is similar to the cypher coronary sds/stents distributed in the united states. Additional information will be submitted within 30 days upon receipt.

Event description:
Stent thrombosis. The index procedure was an elective case to treat a lesion in the proximal right coronary artery (rca). The eccentric lesion was de-novo, calcified, type b2. The lesion length was approximately 25mm and the reference vessel diameter was approximately 3.0 mm. During the procedure, lesion pre-dilatation was conducted with a balloon to 20 atmospheres (atms) for 30 seconds. Then a 3.0 x 28mm cypher stent was implanted at 18atms for 30 seconds. Intravascular ultrasound was conducted; the lesion presented 0% residual stenosis. Timi flow before the procedure was 3 and 3 after the procedure. Approximately, eleven months post stenting procedure, the patient complained of chest pain. A coronary angiogram was conducted and thrombus was observed in the cypher implanted at the proximal rca. Therefore, to treat the thrombus, balloon angioplasty and aspiration were conducted. After the treatment for thrombus was concluded, the vessel flow was restored. The patient was still hospitalized; however, the patient's condition continues to improve. As indicated by the physician the possible cause of the thrombotic event was because the patient stopped taking anti-platelet agents on his own discretion because of the hemorrhage in ocular fundus.